Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient has a blood glucose of 377 mg/dl with a dry mouth and had exceeded max tdd of 50 units on the pump. Patient took an injection of 15 units prior to calling. Reporter states that the pump was showing 2011 prior to this and may have been on wrong day. Checked date/time showing 1204am not 908pm but has correct date (B)(6) 2014, but patient reports date was changed several times. Patient reset date/time, pulled the battery , and the pump reset to 12am (B)(6) 2007. Customer support (cs) instructed patient that as long as date/time are corrected in pump can safely wear pump, but that pump will be replaced. Cs assisted patient in increasing the maximum to 60 units, encouraged patient to call back for replacement programming and patient agreed. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported because the time/date issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.